Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test or verify motor alarm due to motor error alarm. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the (B)(4). However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the (B)(6).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error. Customer stated they were able to clear alarm and rewind process. Customer also stated drive support cap was normal and not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.